Event description:
It was reported that during cochlear implantation procedure, probe was used with nim3.0, but the surgeon said that there was no response in the area that was expected, stimulus tone was able to heard but no waveform. They used another probe of same lot and that too also had same issue. Procedure was completed with back up product. There was no patient injury.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis found visually, there was no damage noted in the construction of the returned device. There were traces of residue (yellow in color) found on the cable near the black plug connector. Electrically, there was a resistance of 2.8 ohms recorded between the tip of the probe and a black connector. Functionally, the device was connected to a nim system using a 1.0ma stimulating current and 100 v threshold and, while stimulating with a patient simulator, the system consistently returned 1.0ma and a waveform/event tone over 200 v. During the functional test, there was no intermittent behavior recorded while manipulating the tip, wire, or the connector. For further analysis, the increment buttons (plus and minus) increased and decreased the stim current as intended. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.